Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) post operative checks were unable to confirm appropriate p wave sensing. The ipg was optimized. The following day the patient experienced syncope and the health care professionals were unable to confirm appropriate sensing of p waves and no p waves were noted on electrocardiogram (ECG). The ipg was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.